Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Unable to automatically or semi-automatically merge MRI to CT. Semi-automatic merge was worse than automatic merge. Delay of 15 minutes. Surgeon proceeded with just CT for planning; procedure was just adjustment and replacement of single electrode. Patient under anesthesia, no incision made, delay less than 15 minutes.

Manufacturer narrative:
Corrected data: b4 date of this report . G4 date received by manufacturer. H2 if follow-up, what type. - h3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data. A full analysis of the data logs has been performed. According to the complaint description, the automatic and semi-automatic merge of the CT with the MRI was unable. Indeed, an optimization algorithm is used to compute the fusion. Once an automatic, semi-automatic or manual fusion has been performed, a window is displayed that allows a user verification of the result quality and performing final manual adjustments,if necessary. This adjustment step exists as it is considered that fusions made by the software does not always provide satisfying results. Results of the log analysis confirm that automatic fusion was not manually adjusted. And, as the user manual provides all necessary information concerning fusion adjustments then, this issue can be considered as a use error.

Event description:
Unable to automatically or semi-automatically merge MRI to CT. Semi-automatic merge was worse than automatic merge. Surgeon proceeded with just CT for planning, procedure was just adjustment and replacement of single electrode. Patient under anesthesia, no incision made, delay less than 15 minutes. Surgeon feedback that high quality CT and MRI should automatically merge.